Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the manufacturer representative would check with the physician for some answers. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was later reported that there was no infection after all. It was noted that the site "just looked suspicious." It was noted that there was no infection but "very thin skin" around the superior aspect of the generator. The doctor revised the pocket and moved the same generator up a "few inches" on the right buttock and buried deeper. It was noted that the patient outcome was "all good." The patient was getting good stimulation and was happy with therapy. The patient reported infection related to their prior devices. For information pertaining to these events see report # 3004209178- 2014-05662 and 3004209178-2014-05653.

Event description:
It was reported that the implantable neurostimulator (ins) was moved a week after implant on (B)(6) 2014 due to the fact that it was too close to the surface of the skin. The ins was moved to its current location. It was noted that stimulation had been turned off in 2012 due to surgery unrelated to this event regarding a prior ins. It was noted that the patient had gone over a year without stimulation and was upset that the doctor was going to remove it. It was noted that the patient was afraid that they would not just be able to move it to a new pocket location. The patient noted that they had ¿two implants.¿ it was further reported that the implant was deeper at the new pocket location. See manufacturer report # 3004209178-2014-05635 for information pertaining to product issues reported after moving the ins to the current location.